Manufacturer narrative:
(B)(4). G2: foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the oxford tibial inserter broke out of surgery. The clamp foot that holds the tibial implant broke off. No harm or contact with patient. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified that the product exhibits signs of repeated use (dings scratches, and impact damage). The hook at the tip is fractured and had not been returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no on the part and lot combination. A definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.